Event description:
Before the patient passed away, he was in so much pain he couldn¿t get tests taken.

Event description:
Product returned with no information.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4) - analysis of the pump revealed pump battery high resistance. Analysis of the catheter revealed no significant anomaly; catheter miscellaneous acceptable testing; catheter incomplete-returned in segments.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: patient death was reported and the cause of death was cancer. The patient passed away on (B)(6)-2012. It was noted that the pump was not related to the cause of death. The drug that was being used in the pump was morphine.